Event description:
It was reported that during a sinus procedure using an entact septal stapler, the device jammed and could not be used. The procedure was completed using a competitive device. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection shows the bottom jaw of the device was slightly out of alignment relative to the top jaw. Further evaluation identified that all staples have been deployed as indicated by the blue indicator which is visible through the clear plastic implant housing at the distal tip of the device. The customer alleged that the device jammed and could not be used, but physical evidence identified that all staples within the device had actually been deployed and that the device had reached the end of its useful life. The slight misalignment of the top and bottom jaw may have been caused by handling post procedure and would not have been a factor in the alleged event, as all staples were observed to have been deployed.